Manufacturer narrative:
Follow-up #1: date of submission 25-nov-2017 device evaluation: the device has been returned and evaluated by product analysis on 30-oct-2017 with the following findings: during investigation, the black box showed evidence of a partially discharged battery being installed. The pump powered on with the returned battery cap. The battery cap was unable to be tightened. There was no evidence of moisture contamination in the battery compartment. The current draws were within specification. The pump case was removed and the pump was disassembled and there was no evidence of moisture or loose components inside the pump. A ¿battery life¿ issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.